Event description:
A zoll patient service rep (psr) called zoll customer support to report that a (B)(6) male patient¿s battery charger was displaying ¿battery charger problem¿. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery board was contaminated, which caused battery charger faults. The root cause for the contaminated battery board was ingress of an unk liquid. No adverse event resulted from the contaminated battery charger. The patient received a replacement battery charger/modem.